Event description:
Reference number (B)(4). Event occured the united states. It was reported that, the patient faced one infusion set's kinked cannula event on (B)(6) 2025. Event took within three or more hours of insertion. Site of insertion was abdomen. Infusion set was in use for 12 hours. Patient encountered itching at the site of insertion. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.